Event description:
Device malfunction: device #1 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a trained physician attempted arteriotomy closure of the right common femoral artery using the proglide device after a diagnostic procedure. Reportedly, a cuff miss was experienced. When the plunger was pulled back the suture was not attached. A second and third proglide were attempted with the same results. Hemostasis was achieved using an angioseal. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. Perclose proglides devices #2 and #3, part # 12673-03, lot # 66100-6h, are being filed under separate medwatch MFR numbers.